Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with blurry vision three days post lasik. The patient was noted to have blurry vision due to dry eye in both eyes. There are two medical device reports associated with this event. This report is for the right eye. Additional information has been requested.